Manufacturer narrative:
The fsr plans to replace the roller pump display.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump display was garbled, it appeared to be displaying another language. There was no patient involvement.